Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported difficulties appear to be related to operational context as it is likely that the reported interaction between the sds and the guiding catheter during advancement impacted the integrity of the device, resulting in the reported material rupture and subsequent activation failure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the bifurcation of the left anterior descending (lad) artery and diagonal artery. Through the same guide catheter a 2.75x38mm xience skypoint stent delivery system (sds) and an unspecified balloon. During advancement of the sds resistance was noted with the guide catheter and when attempting to inflate the balloon of the sds, the balloon failed to inflate and a balloon rupture of the sds was thought to have occurred. The stent failed to deploy; therefore, the sds was removed from the patient. Another 2.75x38mm xience skypoint stent was used to continue the procedure. There was not adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.